Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.

Event description:
It was reported while navigating through the right external carotid artery, the tip of the guidewire separated. The separated portion was successfully retrieved with a microsnare. No patient injury reported.